Manufacturer narrative:
The reported event of the v setscrew mechanism being faulty was not confirmed. During ate testing the v setscrew was tightened without any complications and the device was analyzed. The device passed the ate test indicating normal output. The setscrew was normal and not stripped. The cause of the v setscrew mechanism problem could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, while connecting the lead to the pacemaker, a fault was identified with the pacemaker set screw upon tightening. The pacemaker was not used and replaced on (B)(6) 2026. The patient was in stable condition.